Event description:
Stent was to be placed in celiac artery through fenestration. The 7 fr anl is seated in artery and 10mm stent was advanced through sheath. Stent was tight from iliac level going forward through sheath, then became almost stuck in the curve of the sheath into celiac artery. By applying significant force the v12 was advanced into position, sheath was retracted and stent was deployed. Balloon was unable to be withdrawn through sheath so stent and sheath removed together.

Manufacturer narrative:
Upon completion of the investigation into this event, a follow up report will be submitted.